Manufacturer narrative:
B4: (B)(6) 2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the user-interface assembly needed to be replaced to return the device to working condition. The customer received the replacement user interface assembly and it did not function properly and is an out-of-the-box failure. Multiple good faith efforts were made to obtain information regarding the context, device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if the repair has been conducted. If additional information is later obtained, the complaint will be reopened. Based on the information provided and the receipt of the replacement part, the alleged malfunction can be reasonably confirmed. The removed and the original user-interface assembly was returned to the failure investigation lab (fi). A visual inspection of the user-interface assembly revealed no evidence of damage or contamination. The fi technician installed the user-interface assembly into a fi ventilator to duplicate the reported issue. The customer complaint was verified. The cause was a burnout of the cold cathode fluorescent lamp (ccfl) backlight which caused a dim display.

Manufacturer narrative:
The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Event description:
It was reported to philips that the device had a touchscreen that was not functioning. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.